Event description:
While hanging a new IV bag on an existing IV line, nurse observed that the tip of spike on primary IV set was hooked over at an angle of slightly greater than 90 degrees.nurse removed bag and set from use, replacing both with new product from supply on unit at the time.no adverse patient event.advised baxter of problem; now awaiting rturn instructions from vendor.attempted to replicate event with another IV set, as initial speculation was that nurse may have struck the rigid collar on the hospira bag. Unable to do so with a realistic amount of force against rigid collar of hospira bag. I was able to replicate the defect using a significant amount of force against another rigid plastic surface. Uncertain of whether hooking was artifact of use or if it had come from manufacturer that way.